Event description:
Report received of a a tubing rupture during a CT while injecting with a power injector. The patient was having a CT of the neck, chest, abdomen, and pelvis. A 22 gauge angiocatheter was in place in the antecubital space and was connected to the extension set. Male adapter plug list #11301 was connected to the extension set's clave port. Locking blunt cannula list #11952 then connected the male adapter plug to the pressure tubing. Injector settings were 120cc at 2cc/second, and the extension set rupture occurred 61 seconds into the procedure. The power injector read 164 p.s.I. At the time. The extension set tubing ruptured approximately 1 inch from the distal end. The reporter estimated the bleedback to be less than 2cc, and the bleedback was isolated to the patient's arm. There was no spray of contrast or blood into the atmosphere, and no staff exposure occurred. The site remained patent, the extension set was removed, and a "green male adapter" was connected to the angiocatheter. The test proceeded without incident; there was no significant delay and no portions of the test had to be repeated. The procedure was repeated with the same volume and rate settings. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.